Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the physician programmed norepinephrine and started the infusion to confirm the pump module was running correctly. The pump module was then reportedly "paused and the tubing roller clamp was closed." Approximately an hour into the procedure, the infusion was restarted at an intended rate of 0.025 mcg/kg/minute with a total volume to be infused of 250ml. The pump module alarmed occlusion after approximately a minute. The physician then noticed that the patient's blood pressure was "rising rapidly." The physician started to look for cause, recheck the pump and it was reportedly "running normal"; however, the physician noticed "free flow" while looking at the drip chamber. Immediately, the IV line was pulled out of the patient¿s multiport connector. The distal end of the IV line was left on the floor while it was still inside the pump infusing with "green light", and reportedly there was "free flow." Per report, the physician "retested the module by opening and closing the door and then the module started working without issues (i.e., free flow stopped)." The event occurred in the operating room. Although requested, the customer declined to return the devices for investigation. A copy of the health canada report was received, which states, "the physician programmed norepinephrine and started the infusion to confirm the channel was running correctly. Then, he paused the channel, closed the roller clamp. About approximate an hour into the procedure, he restarted the infusion. The pump alarmed occlusion after running about 1 minute. He opened the roller clamp and restarted the pump. The pump was running with green light. At that time, the physician noticed patient bp was going up rapidly. He started to look for cause, recheck the pump and it was running normal; but when he looked at the drip chamber, he noticed the free flow. Immediately, the IV line was pulled out of the patient¿s multiport connector. The distal end of the IV line was left on the floor while it was still inside the pump infusing with green light, there was free flow. He retested the module by opening and closing the door and then the module started working without issues (i.e., free flow stopped). This incident could have almost led to patient death." Per report, there was an "unexpected medical intervention" due to the event.

Event description:
It was reported that the physician programmed norepinephrine and started the infusion to confirm the pump module was running correctly. The pump module was then reportedly "paused and the tubing roller clamp was closed." Approximately an hour into the procedure, the infusion was restarted at an intended rate of 0.025 mcg/kg/minute with a total volume to be infused of 250ml. The pump module alarmed occlusion after approximately a minute. The physician then noticed that the patient's blood pressure was "rising rapidly." The physician started to look for cause, recheck the pump and it was reportedly "running normal"; however, the physician noticed "free flow" while looking at the drip chamber. Immediately, the IV line was pulled out of the patient¿s multiport connector. The distal end of the IV line was left on the floor while it was still inside the pump infusing with "green light", and reportedly there was "free flow." Per report, the physician "retested the module by opening and closing the door and then the module started working without issues (i.e., free flow stopped)." The event occurred in the operating room. Although requested, the customer declined to return the devices for investigation. A copy of the health canada report was received, which states, "the physician programmed norepinephrine and started the infusion to confirm the channel was running correctly. Then, he paused the channel, closed the roller clamp. About approximate an hour into the procedure, he restarted the infusion. The pump alarmed occlusion after running about 1 minute. He opened the roller clamp and restarted the pump. The pump was running with green light. At that time, the physician noticed patient bp was going up rapidly. He started to look for cause, recheck the pump and it was running normal; but when he looked at the drip chamber, he noticed the free flow. Immediately, the IV line was pulled out of the patient¿s multiport connector. The distal end of the IV line was left on the floor while it was still inside the pump infusing with green light, there was free flow. He retested the module by opening and closing the door and then the module started working without issues (i.e., free flow stopped). This incident could have almost led to patient death." Per report, there was an "unexpected medical intervention" due to the event.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Correction: PMA / 510(k)#, unique device identifier (UDI)#. Additional information: remedial action required, remedial action #, imdrf annex d code and manufacturer narrative. Investigation summary: the report of a free flow of norepinephrine was not confirmed during the review of the logs or replicated during laboratory testing. ¿ laboratory test results performed on the suspect devices confirmed the pump modules to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ based on the review of the pcu event log, on (B)(6) 2024 at 8:58 am a guardrails drugs infusion was programmed for drug ID 448; norepinephrine (8mg/250ml) with a patient weight 75kg, a dose of 0.025mcg/kg/min, a rate of 3.56ml/hr and a volume to be infused (vtbi) of 250ml. The infusion was immediately paused after programming was completed. O at 11:19 am, the infusion was started. One minutes into the infusion the pump module alarmed for patient side occlusion and the infusion was restarted. O at 11:25 am, the infusion was paused for an additional twenty (20) minutes. O from 11:50 am through 8:17 pm, the dose was updated nineteen (19) times from the initial starting dose of 0.025 mcg/kg/min. There were no reports of issues with these infusion by the facility. O at 8:18 pm, an infusion delay was programmed for thirty (30) minutes. O at 8:48 pm, the pump module was channeled off with a calculated primary volume infused of 85.231ml. ¿ a review of the pcu and pump module error logs showed no errors were recorded related to the reported incident. ¿ inspection of the suspect pump module found the right (male) inter-unit-interface (iui) connector with contamination of an unknown solution. The left (female) iui connector was observed with fibrous material. The sear was observed to be cracked at the base where the sear attached to the door latch, however this observation did not impact device performance. The one-piece bezel assembly date code was noted as (B)(6) 2017 (not recall affected) making the part over five (5) years old. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. O the directions for use (dfu), door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. O the administration set¿s roller clamp should be the primary means of controlling fluid when the device door is opened. ¿ the alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Root cause: the root cause of the report of a free flow of norepinephrine was not identified. The returned device was fully evaluated, and no issues or anomalies were observed regarding the reported issue during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a0404, g07001, g02017, g0405206, g04088, g04067, c19, c0601, c07, d01, d15, d14 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the physician programmed norepinephrine and started the infusion to confirm the pump module was running correctly. The pump module was then reportedly "paused and the tubing roller clamp was closed." Approximately an hour into the procedure, the infusion was restarted at an intended rate of (B)(4) mcg/kg/minute with a total volume to be infused of 250ml. The pump module alarmed occlusion after approximately a minute. The physician then noticed that the patient's blood pressure was "rising rapidly." The physician started to look for cause, recheck the pump and it was reportedly "running normal"; however, the physician noticed "free flow" while looking at the drip chamber. Immediately, the IV line was pulled out of the patient¿s multiport connector. The distal end of the IV line was left on the floor while it was still inside the pump infusing with "green light", and reportedly there was "free flow." Per report, the physician "retested the module by opening and closing the door and then the module started working without issues (i.e., free flow stopped)." The event occurred in the operating room. Although requested, the customer declined to return the devices for investigation. A copy of the health canada report was received, which states, "the physician programmed norepinephrine and started the infusion to confirm the channel was running correctly. Then, he paused the channel, closed the roller clamp. About approximate an hour into the procedure, he restarted the infusion. The pump alarmed occlusion after running about 1 minute. He opened the roller clamp and restarted the pump. The pump was running with green light. At that time, the physician noticed patient bp was going up rapidly. He started to look for cause, recheck the pump and it was running normal; but when he looked at the drip chamber, he noticed the free flow. Immediately, the IV line was pulled out of the patient¿s multiport connector. The distal end of the IV line was left on the floor while it was still inside the pump infusing with green light, there was free flow. He retested the module by opening and closing the door and then the module started working without issues (i.e., free flow stopped). This incident could have almost led to patient death." Per report, there was an "unexpected medical intervention" due to the event.